Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported by the complainant was derived from the "factory 4 hr xylene free" protocol comprising 102 cassettes, which started in retort b at 17:12pm on (B)(6) 2017 and completed at 21:10pm on (B)(6) 2017; and the "factory 6 hr xylene free" protocol comprising 44 cassettes, which started in retort a at 17:14pm on (B)(6) 2017 and completed at 23:14pm on (B)(6) 2017. Investigation of this complaint found that a use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at 06:10am on (B)(6) 2017. A user affirmed in the instrument software that the reagent concentration in bottle 12 (ipa) was to be set to the default value of 100% at 06:10am on (B)(6) 2017. However, the actual ipa concentration in bottle 12 remained as 91.4%, because bottle 12 (ipa) had been removed from the instrument for 34 seconds only, which is not sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 12 (ipa) was used for the final dehydration/clearing step in two (2) protocols from which sub-optimal tissue processing was identified. The minimum final reagent concentration required for ipa is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 06:10am on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 12 (ipa) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of "tissues hard" following processing. A leica technical support center representative documented that: 'customer stated that "theoretically" changed out bottle #12 to "changed" when he only topped off this bottle; that both retorts were impacted - "theoretically" and about 140 blocks were affected.' On 01 february 2017, a leica field support specialist (fss) contacted the complainant by telephone in order to obtain additional specific details of the event and to provide applications support. The fss documented that sub-optimal tissue processing had been identified from both the "factory 4 hr xylene free" protocol comprising 132 cassettes run in retort b on (B)(6) 2017 and the "factory 6 hr xylene free" protocol comprising 44 cassettes run in retort a on (B)(6) 2017; the affected tissue samples had not been re-processed; all cases from which sub-optimal tissue processing was identified were diagnosable and the quality of tissue processing from a validation run completed after reagents were replaced was satisfactory. On 03 february 2017, leica biosystems received the following information from the complainant regarding the final status of the tissue samples exhibiting sub-optimal processing: "all tissue connected to the peloris ((B)(4)) incident on (B)(6) 2017 was all diagnosable and no further action is needed. Reagent bottle 12 and all four wax chambers were changed. A validation study was run on peloris ((B)(4)) both retorts post the changing of the suspected reagents. Our medical director was satisfied with the results and concluded to place the instrument back in service. Validation paperwork is attached."